Manufacturer narrative:
Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer. Patient product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2004, product type: extension.

Event description:
It was reported that the patient had prostate cancer and had a device installed in january 2004. Then the device broke, so the patient had a new one installed. The patient¿s friend or family member was frustrated because they said the wires could have rotten which they did when they took them out to put the new one in. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# j0349005v, implanted: (B)(6) 2004, product type: lead. Product ID 3031a, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2004, product type: extension.